Event description:
Allergan breast implants triggered hashimoto's/hypothyroidism, frequent, severe migraines, depression, food sensitivities, joint pains, chronic sore throats and earaches. Also had several unexplained bone fractures along with a cecum volvulus which was also a rare and unexplainable "circumstance" for someone my age. Too many tests over the years to list, blood tests, x-rays, scans, etc. FDA safety report ID# (B)(4).